Event description:
It was reported that low impedance occurred and "perhaps discharged anomaly the restore sensor." It was stated that "plot" 1 and 2 had less than 50 ohms. It was later reported that an x-ray was performed and showed no lead movement. It was indicated that a new programing was performed and the patient was doing "ok" with no problem of charging. The device would not be returned. It was not clear if the lead and implantable neurostimulator would remain implanted.

Manufacturer narrative:
Product ID 3877-45, lot# 0204546198, implanted: 2012-(B)(6), (B)(4).